Manufacturer narrative:
(B)(4). The rt204 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: we are currently in the process of obtaining the complaint rt204 adult dual-heated breathing circuit from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt204 adult dual-heated breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt204 adult dual-heated breathing circuit is not sold in the USA but it is similiar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative due to (B)(4) respiratory syndrome (mers) cases in (B)(6) and the potential risk of infection, the complaint rt204 adult dual-heated breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for investigation. It was destroyed in (B)(6). Our analysis is accordingly based on the information provided by the hospital staff and a photograph of the circuit. Inspection of the photograph provided did not reveal any defect or damage to the circuit. Without the complaint device, we were unable to determine definitively the root cause of the fault reported by the hospital staff. All rt204 adult dual-heated breathing circuits are visually inspected and pressure tested for leaks before release for distribution. Any breathing circuit which fails any of these tests is discarded. The subject breathing circuit would have met the required specification at the time of production. Our user instructions that accompany the rt204 adult dual-heated breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm." Device was returned to fph (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt204 adult dual-heated breathing circuit failed the ventilator leak test. This was observed before use on a patient.